Manufacturer narrative:
Block b3: exact date unknown, event occurred two years ago based on the date the manufacturer became aware of the event. Block d6b: explant date: procedure happened two years ago.

Event description:
It was reported that the patient was experiencing inadequate pain relief despite sitting optimization attempts. The patient underwent a spinal cord stimulator explant procedure and was doing well postoperatively. The explanted device was discarded.